Event description:
The customer reported that the 840 ventilator had an erratic display. Malfunction did not occur during patient use. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer has advised to swap the cables and backlight inverters. If problem still, exited to replace the graphic user interface (gui) central processing unit (cpu). Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).